Event description:
Event: (cc# 98-00782) after iabp for two days, the iab leaked and the iab was removed. Another iab was inserted because the patient was balloon dependent. (Multiple event to customer complaint number 98-00781) on 1/27/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 6/24/98. [Patient's current status]: unk - rpt'd 6/24/98.